Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the there is no anticipated date of surgery and the patient will continue to use the current scs system.

Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient has been experiencing ipg site discomfort for approximately one week. The patient describes the discomfort as a burning, pricking feeling located below the incision. The patient was advised to turn off the stimulation to see if discomfort is present. The patient reported the discomfort is not present when stimulation is turned off. Follow up information identified the patient continues to experience discomfort and the ipg site discomfort is made worse by the warmth generated between the paddle and the skin during recharging. The patient was given recharging advice and surgical intervention is pending to address this issue.